Event description:
The manufacturer received notification from the center that a ventricular assist device (vad) pt who has been on the device for 6 months had developed radial cracks in the pneumatic line. These cracks have come about due to the flexing of the 6 inch line which is located between the vad and the hub where the line and the electric cable connect into the device. These cracks are causing air to escape.